Event description:
On (B)(6) 2013, maquet service technician reported that during the 4 month preventive maintenance at maquet service center, mahwah, nj, cardiohelp unit (B)(4) batteries were successfully recalibrated to 100%. After completing the remainder of the computer testing, the unit should reboot to normal mode. However, after rebooting, the unit displayed indicated "battery 1 needs service". (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).